Manufacturer narrative:
(B)(4) 2010. The equipment was returned by (B)(6) and was fully evaluated. The ump personal sentry alarm model # 91230 tested according to MFR specs. However, the 9v battery that was returned in the unit only tested at 5.73 v. Due to the low battery voltage, the monitor's low battery led properly flashed red indicating that the battery should be replaced. During the visual eval, it was also noted that the battery lid tab was bent downward or damaged by customer thus not allowing for the battery lid to properly secure to personal sentry monitor.

Event description:
Title: xxxxx. Event desc: elderly female pt found down on left side personal belongings bag under head. Pt lifted to bed, slow to respond verbally, noted red area on left temporal area. Eyes reactive, grips weak, no other sign of acute injury/trauma. Personal alarm in place and noted to sound repeatedly through night. When pt found immediately after fall personal alarm on floor and not sounding, not functioning. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).